Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a sureform 60 stapler instrument firing a blue reload experienced a tissue pushout event. The stapler fired slower than normal and would only cut, not staple. This event delayed the procedure 15-30 minutes. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product for failure analysis investigation. The stapler logs for the stapler used in this event were reviewed. The logs showed that the sureform 60 stapler instrument was installed on the system 6x and fired 6 reloads (1 green, 2 blue, 3 white, in that order). On each install the first clamp was successful. On installs 1 and 3, the firings were completed with no pauses for compression. On installs 3 and 6, the firings were completed with 1 pause for compression. On install 4, the firing was completed with 2-3 pauses for compression. On install 5, the firing was completed with 1-2 pauses for compression. After the 6th firing, the instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs. Images were provided which show a collection of staples at the distal portion of the blue reload with bleeding at the area of intraoperative stapling.